Event description:
It was reported that the patient expressed dislike for the charging process to charge the implantable pulse generator (ipg), and therefore patient underwent a procedure where the ipg was removed and replaced with a non-rechargeable ipg. The procedure was successfully completed with no complications.

Event description:
It was reported that the patient expressed dislike for the charging process to charge the implantable pulse generator (ipg), and therefore patient underwent a procedure where the ipg was removed and replaced with a non-rechargeable ipg. The procedure was successfully completed with no complications.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.